Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call that the screen was colorful and there were blotches as well. The customer's blood glucose was 83 mg/dl at the time of incident. The customer's spouse reported that the blood glucose dropped 57 mg/dl. The customer's spouse performed self-test and the insulin pump passed. The customer's spouse performed displacement test and the insulin pump passed. The customer's spouse stated that the screen issues were getting worse. The customer's spouse was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No display anomaly or blotchy on the screen noted during our testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.